Event description:
A filter leg perforated the introducer sheath outside the pt while it was being advanced through the sheath. The entire system was removed and another syatem was implanted without difficulty.